Event description:
(B)(4). Reason for original complaint ¿ asr revision - right hip, twice. Original implant (B)(6) 2006, revised (B)(6) 2007. (B)(4) 2012 - update from (B)(6) dated (B)(6) 2012 - changed revision and surgery dates, asr xl. Update rec'd (B)(4) 2014: rec'd confirmation that this is a resurfacing to xl procedure. Added cup details, correct revision date, reason for revision: alval/soft tissue reaction & pain. (B)(4). Cup was implanted along with resurfacing head on (B)(6) 2006. Head was then removed and replaced by an xl head and taper sleeve on (B)(6) 2007, cup remained in situ.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.